Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged the customer¿s blood glucose level was unknown. The customer reported that the reservoir and o-ring was missing. It was reported that the black ring came off the other day when she took the reservoir off. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with missing reservoir tube retainer, partially broken reservoir tube lip, scratched case, minor scratched lcd window, cracked select button keypad overlay and faded serial number label.